Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery could not be charged. In addition, it was reported that the customer experienced an elevated blood glucose (bg) level of over 600 mg/dl. Cause was not known. A correction injection was delivered to address bg. Reportedly the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified in the pump logs; however, no failure was identified. Additionally, a different issue was identified.